Manufacturer narrative:
Two (2) units were returned for evaluation out of which one was peeled and the additional one was an unopened sheath from the same lot. The peeled unit had blood on the sheath shaft. Upon returned evaluation, it was found that the sheath failed to peel properly. The hub broke smoothly. The peel underneath the hub was smooth for up to 3 inches. The sheath peeled away from the score line and was observed to be a jagged peel through the rest of the sheath. It was found that the sheath failed to peel properly along the score line. The additional sheath/unit from the same lot returned along with the failed or defective peel was tested and was confirmed to tear smoothly through the score line. The DHR's and the break force data of the returned lot was reviewed and found that all samples were within manufacturing specification. The root cause for the failure could have been due to the extrusion process during manufacturing. Additional sheath returned by the customer peeled normally along the score line and no manufacturing defects were found. Personnel notification was sent to manufacturing and qa personnel involved in manufacturing the product. Procedure for adelante s2s introducer sheath in-process and final inspections, ensures sheaths are inspected for visual, dimensional, and peel functional compliance. Destructive testing sampling plan ansi z 1.4, special level IV, and aql 1.0 reduced. Manually break the sheath and hub and verify that the seals split easily without extreme elongation. Also verify that the split cap and seals remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. Procedure for adelante, adelante-s and adelante-s2 sheath extrusion. Select the extrusion tooling (pin/die) for the part to be extruded. Prior to installing the tooling, measure and inspect the tooling to ensure its suitability for use. Document tooling measurement and condition. For the two score line model sheath tubes: perform spc charting on the peel strength and critical dimensions. This is to be performed on every 100th extruded sheath. Measure the peel strength of the extruded sheath per procedure. Measure dimensions a-f using the vertex or optical comparator and the laser micrometer for the ovality. Peel test results and dimensional measurements are to be recorded in the extrusion spc data collection sheet. The spc data collection sheet is to be saved under each work order number in the appropriate folder. Per procedure IFU, adelante safesheath ii: flush sheath with 5cc of saline immediately before peeling sheath away in order to minimize back bleeding. Withdraw sheath and valve over the lead or catheter and from the vessel, while keeping the lead in place. Sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. No further follow-up is required. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
The customer reported that we have received one more field issue on this lot dp11713 at (B)(6), where the sheath had to be cut to remove from the patient. They returned the defective unit along with another unused unopened kit.